Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Patient¿s legal counsel further reported patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. Review of invoice history confirmed the primary surgery date for the right hip and revealed a total hip procedure took place on (B)(6) 2005; however, it is unknown which hip (right or left) the (B)(6) 2005 procedure was performed on. Invoice history also confirmed that a revision procedure was performed on (B)(6) 2011 and suggests that the modular head, taper adapter and acetabular cup were removed and replaced. Further follow up revealed the (B)(6) 2011 procedure was a right hip revision, but no information was provided to confirm the reason for the revision. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 7 of 7 mdrs filed for the same patient (reference 1825034-2014-00235/00236 & 00271/00274 & 00334).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. The stem remains implanted and was not revised.